Manufacturer narrative:
Investigation summary: eleven samples were received. All eleven sample have the barrel flange damaged, therefore failure mode is verified. This can happen when the plunger rod goes to the plunger rod labeler machine to be assembled into the barrel if it is not lined up correctly. A CAPA 390709 (corrective action preventive action) was opened to further investigate this issue. The reported lot number was created prior to the actions implemented by the CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the 10 ml bd posiflush¿ normal saline syringe the bottom of the barrel was cracked before opening the package. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use, the customer found the bottom of the flush barrel cracked before she open the package.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 10 ml bd posiflush¿ normal saline syringe the bottom of the barrel was cracked before opening the package. Foreign complaint the following information was provided by the initial reporter: before use, the customer found the bottom of the flush barrel cracked before she opened the package.